Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 827 mg/dl. Customer was discharged (B)(6) 2019. Customer was in emergency room as a result of high blood glucose level. Customer was mentioned blood glucose value such as 400 mg/dl. The customer was treated with insulin pump. The customer did experienced symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was wearing the insulin pump within 48 hours of the event. The customer also reported that the insulin pump had motor error and no delivery alarm. Customer reported that they were able to clear and rewind the insulin pump. Insulin pump passed displacement test. Insulin pump was not working. Customer declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).